Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure, the lead had high thresholds. After attempts to reposition the lead it ¿couldn¿t be fixed well anymore¿. A passive lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the helix of the lead became extrinsically distorted due to pulling/stretching/overstress and was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst commented, helix is stretched and bent out of spec. It still extends and retracts within spec but doesn't fully retract due to stretched helix.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.